Event description:
It was reported that a defibrillation lead had right ventricular pacing thresholds increase from implant to one week to three months post-implant. The lead remains in use. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.